Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported bulge and deflation issue could not be established as the product is not available for analysis. Device history record review (DHR): the device history record review (DHR) of the manufacturing documentation was not performed as the serial/lot number for this component was not provided. Device technical analysis: the device was not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation of inflation issue and deflation issue cannot be confirmed. Labeling review: a review of the device instructions for use (IFU) was completed and did not review any evidence of device off-label use or failure to follow instructions. Investigation conclusion: based on this investigation a probable cause for the event cannot be established; therefore, the conclusion code of cause not established has been chosen.

Event description:
It was reported that the patient had the ambicor penile prosthesis removed as it had an aneurysm and would not deflate. A new inflatable penile prosthesis consisting of cylinders, pump, and reservoir was implanted. There were no patient complications.